Manufacturer narrative:
Unit passed self-test, and displacement test. Unit programmed with test minilink, the glucose sensor simulator and blood glucose meter. However, unit unable to communicate with test guardian link (x) transmitter glucose sensor simulator and blood glucose meter, problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump constantly loses signal between blood glucose meter and transmitter. Self test was not performed because customer was not present at the time of call. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.